Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after notifier was delivered for non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. Programming changes were made in clinic. Device remains implanted.